Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 1.6, lab: 2.5. Date: unk, inratio: 1.9. On (B)(6) 2010, results occurred within 1 hour of each other. Pt's target therapeutic range is 2.0-3.0.